Event description:
This pump pack has a 4:1 cardioplegia set inside the pack. In the cardioplegia pack there is a stopcock which is used to attach a pressure line and an over pressure relief valve line. This stopcock is attached to the plegiox. The stopcock is turned so as the pressure and the over pressure relief valve can both work at the same time the stopcock started to leak. The perfusionist put a towel under it because it was a few drops. When the cardioplegia was of to the pt but not clamped and the vent was on it must of caused a negative pressure which sucked air into the plegiox through the broken stopcock. The perfusionist cleared most of the air out of the plegiox and line. Then asked the surgeon to de-air the line. The line was de-aired and the case resumed. This is to inform others that stopcocks if broken have the potential to pull air under negative pressure.